Manufacturer narrative:
This report is being submitted to correct the initial reporter zip/post code and phone fields (e1) in section e, initial reporter. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned due in order to obtain a narrower waveform and new replacement with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned due in order to obtain a narrower waveform and new replacement with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned in order to obtain a narrower waveform and new replacement with the same model was implanted. No additional adverse patient effects were reported.